Manufacturer narrative:
This report is submitted on july 14, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on september 28, 2022.

Manufacturer narrative:
This report is submitted on march,14 2023.